Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported that on (B)(6) 2019, there was a hardware removal of an unknown interlocking screw for an intermediary nail and had a broken implant. Revision was due to broken a distal screw. There was no surgical delay. Procedure was successfully completed. Patient outcome is stable. This complaint involves one (1) device. Investigation flow: broken visual inspection: the returned device was examined at cq, and the complaint condition was able to be confirmed as the screw was found to be broken, and the fragments were retrieved. The fracture surface appears homogeneous with no voids or dark spots. Additionally, the threads of the screw were observed to be flattened. The complaint condition was unable to be replicated due to post-manufacturing damage. The received condition agreed with the complaint description, the complaint is confirmed. Dimensional inspection: dimensional inspection of the screw cannot be performed due to post manufacturing damage. DHR and material review or hardness review: no device history review was able to be completed as the device lot number is unknown. The material/hardness review could not be performed because the lot number of the device is unknown. Conclusion: a visual inspection and document/specification review were performed as part of this investigation. The complaint device was observed to be broken off and the threads were observed stripped off, thus confirming the complaint. While a definitive root cause could not be identified that contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part, brand & UDI provided for reporting. PMA/ 510(k) provided for reporting. Manufacture site provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, there was hardware removal of an unknown interlocking screw for an intermediary nail that had a broken distal screw. The unknown tibial nail was revised. Date of the original implant was on (B)(6) 2018. There was no surgical delay. Procedure was successfully completed. Patient outcome is stable. Concomitant devices reported: unknown - nails: tibial ( part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown - screw. This is report 1 of 1 for (B)(4).